Manufacturer narrative:
The subject device was returned and evaluated by olympus. The phenomenon, "no image," was confirmed during inspection. The device was repaired and returned to asset inventory. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon likely occurred due to a faulty ccd (charge-coupled device) unit. It is likely the camera head was broken and the images were not displayed because the video communication could not be transmitted. Camera head breakage may be due to user handling. Contents of the instruction manual identifies verbiage that may prevent the phenomenon: "do not subject the camera head to shocks, it may be damaged". This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer notified olympus to report no image during a diagnostic procedure. No patient injury was reported. No additional information has been obtained.